Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure at 105,978 joules of use, fiber cap detachment was noted. The fiber was exchanged, and the procedure was completed utilizing the second fiber (63,933 joules used). Both fiber tips were cleaned during the procedure. No patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap is attached to fiber; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector optical surface, segments, and tabs appear in good condition and secured; the fiber connector passed the signature verification test. Probable root cause: based on the device analysis, the product complaint "fiber cap detachment" could not be confirmed; cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Additional information: the identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. Upon further investigation of the information provided, the manufacturer has determined that this event no longer meets the requirements of the reportable event for the device in question.